Event description:
Father reported pt experiencing elevated blood glucose of 224 mg/dl. Her normal range was 80-150 mg/dl. Father indicated that pt believed infusion device was underdelivering insulin. Infusion device appeared to prime and bolus successfully. Pt stated that when she would program a temporary basal rate of 50%, she would at times experience elevated blood glucose. She indicated that at the time of this event, a temporary basal rate was not programmed. No symptoms were reported with the elevated blood glucose. Pt switched to her back-up pump. No medical treatment was necessary. The device is being returned for eval.